Manufacturer narrative:
This record was determined to be a duplicate record of pr (B)(4); MDR MFR# 2518422-2024-44964. All details of investigation will be captured under that MDR MFR#.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low leak co2 rebreathing alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation is ongoing.